Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety mechanism got stuck at the hub during use. The following information was provided by the initial reporter: "IV was started on the patient. Rn tried to reales the need from the cannula, however it would not release. IV was removed and a second one restarted."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo displaying only the top web of packaging. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety mechanism got stuck at the hub during use. The following information was provided by the initial reporter: "IV was started on the patient. Rn tried to reales the need from the cannula, however it would not release. IV was removed and a second one restarted"